Manufacturer narrative:
A2: age: 80, sex: male. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.

Event description:
End user states he "has been using these for 2 yrs following retention from a colon cancer surgery. He caths 4 x day. He knows he was told by his urologist he has some blockage somewhere in his urethra, unsure where. He said in the last 4-5 months had found catheters with tips that have the coude tip not as long usual about "half as long" in the bend / not shaped properly. In using some he said he feels like it doesn't go through and he hits a blockage sometimes he will have light bleeding after. He thinks it could be because of these misshapen shorter coude tips on some along with them not being aligned to the ridge on funnel he said they are about 1/4 turn to 90 degrees off - he will try and turn them by feel inside to get them through and that's when he notes light bleeding on retraction. He said it is only a little limited bleeding. He said " a lot of it could also be me" and his anatomy." Discussions were held with end user in proper pelvic floor relaxation techniques. Often he said he gets it in easy, he does not force it in now. He said when the coude tip is as it should be long, he gets it in easier. He also said he has started to "bend the tips" prior to insertion to get them to be more "pliable" he said he uses a sterile gauze pad to do this and alcohol on his fingers prior." End user was advised this technique could contaminate the catheter and he was to discontinue using any defective catheters.